Manufacturer narrative:
Stryker active has responded to the patient on social media and asked that they reach out to us. If / when patient reaches out to us, the additional information will be provided in the supplemental report.

Event description:
It was reported on the stryker active facebook complaint that patient - had two on same hip.